Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that distributor informed: there is case of product of breached sealing. The shipping boxes were in perfect condition.